Event description:
It was reported that, during a meniscus repair procedure using a fast-fix 360 curved, a t implant pulled out after the suture knot was tightened. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, both t implants of the fast-fix 360 pulled out after the suture knot was tightened. Both t implants were removed with tweezers. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that the t1 and t2 implants were inserted in place but did not stay anchored and slipped out, no intervention was necessary and no complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. No other deficiencies are visible. A functional evaluation was performed on the returned device and found the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.